Event description:
It was reported that stent thrombosis occurred. The target lesion was located in a coronary artery. A 2.50 x 28 synergy drug-eluting stent was placed for treatment. However, it was noted that the stent became clotted off. The activated clotting time was above 300 and the clot formed during the time of the 2nd stent placement. The procedure was completed and no patient complications were reported and the patient was unharmed.